Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. The patient died at home. It was not reported if an autopsy was performed. The patient had been on automated peritoneal dialysis therapy prior to death; however, it was unknown if pd therapy was ongoing up until the time of death. No additional information is available.